Event description:
Asku

Event description:
It was reported that during the implant procedure it was not possible to place the lead tip in the ventricle apex as the helix mechanism would not deploy. The lead was returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies were found; the full lead was returned and analyzed. Blood was found in/on the helix mechanism. Correction: source type code, date of death, patient outcome, device mfg. Date, operator code.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.